Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit despite connection is using battery.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit despite connection is using battery. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse performed troubleshooting and it checks with power supply problems. The power control board was replaced but it did not resolve the issue so the unit was arranged for repair in the customer laboratory. The power supply monitor board was replaced to resolve the issue. The diagnostic tests and functional tests were completed. Appliance in normal condition operation.

Event description:
N/a.